Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02492. It was reported the pt's leads had "stopped working" and a fluoroscopy showed both leads had migrated. Diagnostic testing revealed high impedance readings on one of the leads. The physician decided to explant and replace the leads on (B)(6) 2013. It was reported effective stimulation was recaptured as a result of the procedure. The explanted device will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.